Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that lead migration issue was confirmed via x-ray resulting in the patient experiencing ineffective therapy. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.